Manufacturer narrative:
Implant date was provided to the manufacturer and was added to this report.

Event description:
It was reported the patient ((B)(6)) experienced a loss of therapy. Diagnostics indicated impedance issues. Surgical intervention was undertaken and the implantable neurostimulator (ins) was explanted and replaced. Intra-operative testing indicated no impedance issues and the patient reported receiving effective therapy. Device implant date was requested, but has not been provided to the manufacturer.